Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient fell fracturing the left hip. There was a exeter trident primary prostheses insitu. These were removed and a restoration modular was implanted.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a exeter stem was reported. The event was confirmed by clinician review. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that: confirms left periprosthetic fracture of the left femur, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device history records could not be performed as lot information was not provided. Conclusions: it was reported that patient fell fracturing the right hip. The was confirmed by clinician review. A review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that: confirms left periprosthetic fracture of the left femur, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. The exact cause of the event could be determined because insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Patient fell fracturing the left hip. There was a exeter trident primary prostheses insitu. These were removed and a restoration modular was implanted.